Manufacturer narrative:
H.6. Investigation summary when checking the appearance of the spike set and infusion bag we received, no abnormalities such as breakage or poor molding were found. When a spike set was punctured into the infusion bag, no liquid leakage from the puncture site was observed. When the rubber stopper of the infusion bag was checked for enlargement, multiple puncture holes were found. In addition, cracks generated in the rubber stopper when this product was washed before analysis are also included. It is presumed that the event did not originate from our products, but was due to the characteristics of the rubber stopper of the infusion container.the pharmaceutical factory has issued a guide letter. If there is a needle hole at the time of co-injection near the position where the spike was inserted, strain due to compression may open and lead to liquid leakage. It is stated that there is. When puncturing the spike, insert the rubber stopper of the infusion container vertically with the top facing, and be careful not to leak the liquid at the same time as the insertion. Separate from the request, liquid leakage was observed from the connector luer lock membrane of the spike set. When the connector luer lock was confirmed from the enlarged image, a penetration hole was found due to puncture. As described in the package insert of the actual product, after repeated use of the injector and connector (luer lock), the performance of the membrane will gradually decrease, and there is a possibility that the chemical solution may leak. No DHR review can be carried out as lot number is unknown. H3 other text : see section h.10.

Event description:
It was reported that the sp set experienced leakage during use. The following information was provided by the initial reporter: when preparing medication, it leaked from the infusion bag and the rubber stopper of the spike needle.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the sp set experienced leakage during use. The following information was provided by the initial reporter: when preparing medication, it leaked from the infusion bag and the rubber stopper of the spike needle.